Event description:
Customer reported post-op pt received over infusion of morphine pca. The device had a 25 ml volume in a 30 ml syringe, and was to be programmed at 1 mg/ml concentration, rate 1 mg/hr, pca 1 mg/dose, but reporter thinks it infused at 10 mg/hr, 0.1 mg/ml concentration. Pt was given one dose of narcan 0.4 mg and monitored. The pt recovered with no adverse sequelae. Although requested, no further patient/event info was provided.

Manufacturer narrative:
Event logs and data set received for analysis. A follow up report will be submitted with any new relevant info.